Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed for disconnection of patient side but no disconnection was found. Disconnect alarms, no vte no delivered breaths. This occurrence was noticed during patient ventilation. The alarm was observable both visually and through hearing. Patient alarm pa141017 (disconnection patient). The device log files were provided to hamilton. There is patient involvement reported. This event occurred during ventilation. There is need for medical intervention reported. The staff did a suctioning manoeuvre and put patient back on vent saw volume limit exceeded and towards still no vte and message volume limit exceeded. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed for disconnection of patient side but no disconnection was found. Disconnect alarms, no vte no delivered breaths. This occurrence was noticed during patient ventilation. The alarm was observable both visually and through hearing. Patient alarm (B)(6) (disconnectionpatient). The device log files were provided to hamilton. There is patient involvement reported. This event occurred during ventilation. There is need for medical intervention reported. The staff did a suctioning manoeuvre and put patient back on vent saw volume limit exceeded and towards still no vte and message volume limit exceeded. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.